Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely calcified external iliac artery. A 8.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, during the second inflation, the balloon ruptured. The procedure was completed with a 8mmx40mm sterling balloon catheter. No patient complications nor injuries reported.